Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly and low battery alert due to buttons not responding. Pump received with cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are less responsive of the insulin pump and has to push them more times. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump was alerting battery low, insulin pump was not alerting her when reservoir was getting close to being empty and the plastic of reservoir chipping off. The device will not be returned for analysis.